Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/17/2025. H6 component code: g07002 - device not returned. H6 component code: c22 - photo analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please confirm the product deficiency observed in the 4 pieces (threads)? If possible, please provide additional details. Were there any patient consequences? Please provide the title of external person providing answers to follow-up (e.g. Nurse, surgeon, risk manager). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was reported: that is, at least 4 threads had to be used unnecessarily. In the flow, this overconsumption may not be significant, but the doctor's negativity is clearly not a very good story. Neither the doctor nor the client wrote a complaint, but they are paying attention to the situation. Can you tell me if there were any complaints about the same code and lot from other distributors? The code is in use and we have shipped a sufficient number of packages of the same lot to many, but there was no negative feedback. Should we take any action or is there no need in this situation? As part of the complaint received, the distributor failed to provide the necessary documentation for the documentation review and the medical device. Therefore, it is not possible to continue processing the current complaint. The investigation has been closed d4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. H3 photo analysis: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photos shows an open sales unit box with w9105 product codes, the lot #1023z0, expiration date 2029-06, packaging information. The image is not clear to determine the failure mode or the reported condition. Based on the photo review, the event reported is not confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. We value the opportunity to fully analyze the device upon its return. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. It was reported that the thread consumption per patient was increased. Only 2 pieces were left from this specific box, but there were about 4 pieces (threads) of defective material. There were no patient consequences reported. Additional information was requested.